Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact reported receiving an email from the customer that the cartridges were possibly leaking from an undefined area. No additional information was known or reported. Multiple follow up attempts were made by tandem technical support; however, the customer did not provide the outcome of the event.